Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient has complaints of left arm pain and was sent for left arm ultrasound. Patient was found to have left mid/distal subclavian and auxilliary vein clot. Patient was started on eliquis after a precautionary head CT was performed. There have been no other adverse events reported. Should additional information become available, this event will be updated.